Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (unable to remove the battery cap) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/22/2015-product analysis:the device was returned and evaluated by product analysis on 10/07/2015 with the following findings:three battery compartment cracks were observed. Moisture was observed within the battery compartment. The battery cap threads were damaged and the cap was difficult to secure and remove. A test cap was able to secure properly. Leak testing revealed a battery compartment leak. No damage or defect was observed on the pump¿s internal components.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 10/07/2015 with the following findings: three battery compartment cracks were observed. Moisture was observed within the battery compartment. The battery cap threads were damaged and the cap was difficult to secure and remove. A test cap was able to secure properly. Leak testing revealed a battery compartment leak. No damage or defect was observed on the pump¿s internal components. This report is being resubmitted at the direction of the FDA esg group. The supplemental report # 1 for MDR# 2531779-2015-32128 was originally submitted on 10/22/2015. The report was unable to be processed completely due to an issue with the esg system. This is not being considered a late submission due to the technical issues with the esg system.